Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient was hospitalized (date not reported) for tinnitus and was treated with a course of steroids (duration not reported). The implanted device remains.